Event description:
Information was received in 2004 from a physician's assistant regarding a patient with a history of degenerative joint disease, partial knee replacement (left knee-2001), previous synvisc series in both knees (may-2004-no adverse events), pain (unspecified), neuropathic pain and peripheral edema, who experienced pain and effusion in both knees, knees hot to touch and fever. Pt began a treatment with synvisc in pt 2004.the patient received one injection of synvisc into both knees in same day.within 24 hours, pt complained of "hot knees" (pain in the knee, effusion and hot to touch). The patient was instructed to rest and take ibuprofen as needed. Early morning in nov-2004, pt complained that the pain was worse. The physician's assistant made a house visit: patient had pain and effusion in both knees (worse in the right knee) and a fever of 99.1. The patient told the physician's assistant that the fever was higher during the night. Pt was given a systemic cortisone shot and also started on cipro xl 1000mg, once daily for 5 days. At the time of this report, the patient's outcome was unknown. The physician's assistant stated that he will aspirate the knee and send the fluid for culture and analysis if the effusion does not subside. The patient needs to have bilateral knee replacement. Synvisc is being tried to help the patient until school breaks in may 2005 so that pt can recover from the knee replacement during the summer break. No decision has been made regarding future synvisc injections.